Manufacturer narrative:
Additional narrative: additional procodes: gxl, hxx. Part: 05.000.008. Synthes lot: 6151700. Supplier lot: n/a. Release to warehouse date: april 27, 2020. Manufactured by: synthes monument. No nonconformance reports (ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: the customer reported the hand piece for battery powered driver has no power. The repair technician reported the device failed to run in all of the three speed modes and the lock out feature with battery could not be tested. The membrane vent was dirty. The cause of the issue was damaged component. The item will be repaired per the inspection sheet, and returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the hand piece for battery powered driver has no power. The issue was discovered during testing. There was no patient involvement. Upon manufacturer investigation, it was determined that the membrane vent was dirty. This report is for a hand piece for battery powered driver. This is report 1 of 1 for (B)(4).